Event description:
It was reported that while in the radiology department the spring wire guide (swg) was inserted via the pt's right internal jugular vein. It was reported that the smart-seal sheath did not have valves to prevent bleed back or the possibility of an air embolism. A second kit was opened and the smart-seal from that kit was used to finish the procedure. There was no reported injury, complication, or death for the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.